Event description:
During a right accessory pathway procedure, a heart block occurred required a pacemaker implantation. During ablation the catheter was in the correct location for application, however it was not noticed when the catheter moved out of position and applied ablation in the region of the patient's natural pacemaker (his) and consequently the patient required having an artificial pacemaker placed.

Manufacturer narrative:
Additional information: g3, h2, h3, h6, h11. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported heart block could not be conclusively determined.